Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, ¿PICC line placed 12/28/2023, in use for 10 weeks. Patient had the line for home antibiotics. She started feeling pain with infusion last night, so we pulled and replaced the line today and noted a fracture in the PICC at the 9cm mark. Patient had her antibiotic infiltrate into her arm so missed one dose, had to go through another PICC insertion.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is inconclusive due to the state of the returned sample. One photograph of a single lumen powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed a single lumen powerpicc solo in a biohazard bag. No damage or details of the alleged split in the catheter could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, ¿PICC line placed (B)(6) 2023, in use for 10 weeks. Patient had the line for home antibiotics. She started feeling pain with infusion last night, so we pulled and replaced the line today and noted a fracture in the PICC at the 9cm mark. Patient had her antibiotic infiltrate into her arm so missed one dose, had to go through another PICC insertion.¿ no other information was provided. Patient started feeling pain with infusion on (B)(6) 24 so we pulled and replaced the line (B)(6) 24. Patient did not use crutches.